Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump suspended the basal and alarmed the customer of a low blood glucose level. However, the customer's blood glucose level was 170 mg/dl. The sensor readings were consistently off by at least 100 points. The device was not returned.